Manufacturer narrative:
G4 correction record has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they were seeing a weird icon on their patient programmer that wouldn't go away, and they couldn't adjust anything as a result. Agent asked the patient to describe the icon, and the patient said it looked like the implantable neurostimulator (ins) icon. The patient did not provide further detail despite agent asking for more information about the screen they were seeing. The patient eventually said, "it's fine now, I fixed it." The patient stated that the therapy got turned off somehow and they didn't know it, and the icon went away after they turned the therapy on. The patient did not require further assistance. Agent documented reported event. During the call the patient mentioned that they couldn't get mris, but they didn't mention why they couldn't get them. Agent reviewed information about MRI compatibility. Additional information has been received from health care professional (hcp) that the cause of therapy being off was unknown and hcp did not see this patient. Patient was offered an appointment with neurologist and patient declined but was subsequently rescheduled with the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.